Event description:
The patient was in the or having his aortic valve replaced. After the initial replacement, a leak was discovered in the new valve and it was determined by the surgeon that the valve would need to be removed and replaced with a new one. After rewarming the patient on cardiopulmonary bypass, the terumo fx15 rw40 oxygenator was not delivering normal levels of oxygen to the patient's blood. The reporter was concerned that if they cooled the patient again (in order to replace the aortic valve again), the oxygenator might not deliver enough oxygen to meet the patient's needs. The perfusionist came in to help troubleshoot the situation and agreed that the oxygenator needed to be changed out to ensure adequate oxygenation for the patient while the procedure was completed. Since the patent was warm, de-aired and ready to come off bypass anyway, anesthesia took over care of the patient, bypass was terminated in a safe and controlled manner and the oxygenator was changed out. After the new oxygenator was cut into the bypass circuit in a sterile manner, bypass was re-initiated and the surgeon continued with replacing the aortic valve.